Event description:
A pt underwent a parastomal hernia repair. A mesh was tacked to the anterior abdominal wall with a number 1 synthetic non-absorbable suture and the mesh itself was also tacked to the bowel with a 2-0 synthetic absorbable suture. The abdomen was closed with a running interrupted number 1 synthetic absorbable suture. The skin was closed with staples. The original report indicated that, post operatively the pt presented with a variety of symtpoms including: nausea, vomiting, chills, severe cramping pain in belly, belly distended and hard, burning bitter liquid running from the mouth, stones analyzed as phosphate and ammonium being discharged at the stoma, putrid odor and thick yellow slime or yellow fluid from the stoma, runny nose, headache, cysts and infection in sinuses, burning sensation in the body, bladder and flatulence, burn, earaches. Subsequent reports indicate that post operative infection was the concern.